Manufacturer narrative:
(B)(6).

Event description:
The product was evaluated. Product returned is not the alleged product. Unit was sent to ffa for investigation. An exterior visual inspection was performed and passed. Charged and boot were performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. Receiver functional tests were performed and passed all relevant testing. A "try it" test was performed and passed. A drop test for intermittent audio was performed and passed. An internal visual inspection was performed and passed. The speaker resistance was measured and passed. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.